Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the fluorscopic check showed crown over lap up to the fourth node. The valve was attempted to be used. The valve was deployed to 80, and an infold was reported. The team elected to recapture and withdraw the valve. The valve and delivery catheter system (dcs) were replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop23-29 (lot: 0011315142); product type: 0195-heart valves; product analysis: the suspect complaint was received at medtronic¿s quality laboratory, loaded inside the delivery catheter system (dcs). An infold was observed as the valve was being deployed. All leaflets were stiff and exhibited signs of severe creases; conditions possibly associated with the valve being in loaded inside the dcs for an unknown duration of time. All leaflets were partially closed. All commissures appeared intact. The valve was received in a compressed state. The inflow aspect exhibited a kidney-shaped appearance. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition; possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Imaging was provided for review. A still take from the fluoroscopic load inspection and shows a bent outflow crow and overlap past the fourth node. This constitutes a misload according to the instructions for use (IFU). An image shows the valve implanted just before 80%, frame infolding is visible on the outer curve in the region of the noncoronary anulus. Supplied screenshots of the 3mensio report show calcium blocks on all 3 leaflets. Although this has be known to cause infolding it is unlikely in this case as the valve was misloaded and infolding was already present before deployment. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. However, the reported infolding likely have occurred due to misloading and attempting to implant the valve despite of observed overlap. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.